Event description:
Customer reports lancet did not retract into multiclix after firing, lancet is protruding from device cap. Not adverse event reported. A request was made for the return of the product, replacement was sent.